Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2017 in the evening with a blood glucose of 432 mg/dl. Customer was hospitalized because of high blood glucose reading. Customer was treated in the emergency room with manual injection. Customer high blood glucose reading started on (B)(6) 2017. Customer went to the emergency room. Customer reported the incident. Hospital name was (B)(6). Customer was wearing the insulin pump during hospitalization. Customer change the set but the blood glucose reading was still high. Drive support was normal. Customer stated there was no air bubbles. Infusion set was last changed (B)(6) 2017. Customer did not mention if the cannula was bent. The infusion set was changed every 2-3 days. High pressure test was not performed. Insulin pump will not be returning for analysis.